Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional information. This event has been reported by the importer on MDR# 2951238-2022-00336.

Event description:
The customer originally reported: we have had several lung transplant patients with mycobacterium immunogenum identified in bronchoalveolar lavage specimen (bal). After review, it was found that all of these patients had bronchoscopy with disposable and reusable olympus scopes. Our physician reviewed the lab processes. The bal results were all from direct specimens with no dilution. There was no gap identified in the lab process. The physician observed a bronchoscopy and identified no gaps in the procedure. No water/ice was introduced into the patient during the procedure. The facility randomly chose one bronchoscope to culture, and it tested positive for mycobacterium immunogenum. The medivators were cultured (results not provided). The customer consulted with state health office and the cdc requesting recommendations, and they advised to reach out to the manufacturer. The customer stated plans to culture the rest of the bronchoscopes in their fleet (n-52) over the next month. The facility¿s internal lab is unable to perform environmental cultures on solid surfaces such as sinks and prep tables due to the needed swabs and lab processes required. Additional information was requested from the customer and the customer provided a table of seven patients involved, as well as culture results for the one bronchoscope that was randomly tested and found to be positive for mycobacterium immunogenum. Case with patient identifier (B)(6) reports patient 1 of 7 with mycobacterium immunogenum identified in bal. Case with patient identifier (B)(6): 8th related complaint reported by customer (positive scope culture-no patient involvement reported). Case with patient identifier (B)(6) reports patient 7 of 7 with mycobacterium immunogenum identified in bal. Case with patient identifier (B)(6) reports patient 6 of 7 with mycobacterium immunogenum identified in bal. Case with patient identifier (B)(6) reports patient 5 of 7 with mycobacterium immunogenum identified in bal. Case with patient identifier (B)(6) reports patient 4 of 7 with mycobacterium immunogenum identified in bal. Case with patient identifier (B)(6) reports patient 3 of 7 with mycobacterium immunogenum identified in bal. Case with patient identifier (B)(6) reports patient 2 of 7 with mycobacterium immunogenum identified in bal. After a bronchoscopy for the indication of hypoxic respiratory failure using a disposable bronchoscope (model and lot number not provided), the patient¿s bal specimen was positive for mycobacterium immunogenum. The patient was not treated for mycobacterium immunogenum positive bal. The patient's current condition is reported to be "deceased" (cause of death not provided). Additional details have been requested. At this time, no further informamtion has been provided.

Event description:
Update: corrected information. The customer reported that an unspecified disposable bronchoscope was used for the patient procedures. Olympus does not currently manufacturer/market a disposable bronchoscope. This adverse event is not related to an olympus device.

Manufacturer narrative:
This report is being updated to provide corrected data. Corrected data is reported in b1, b5, h1, and h10. B1: no death/adverse event related to an olympus device.

Event description:
Update: additional information: the cause of death was septic shock, pneumonia, human metapneumovirus. The patient had four bronchoscopy procedures over a five month period. The patient died 20 days after the fourth bronchoscopy procedure.

Manufacturer narrative:
This report is being updated to provide additional/corrected information reported by the customer. Corrected information is reported in: a4: weight (previously reported value of 28.7 refers to the patient's bmi). H10: the patient had four bronchoscopy procedures: (B)(6) 2021, (B)(6) 2021, (B)(6) 2021 and (B)(6) 2022. The patient died on (B)(6) 2022.